Event description:
This report was received related to an incident involving a 3ltr oxygen barrier 6 way with the "flaps ripped on bottom of pn bag". A sample is available for evaluation and it has been requested from the customer via their acknowledgement. A returns label has been provided to aid return. There was no patient involved.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Two samples were returned for evaluation. A visual inspection was performed and revealed that the flaps at the bottom of the bags were ripped. The reported problem was confirmed. It was concluded that this reported non-conformance may be attributed to wear and tear of the locating pins which perform the holes at the bottom of the bag during manufacture. As a corrective action, the locating pins on the machine were replaced for the next production run. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.